Event description:
It was reported that on (B)(6) 2022 during device preparation for implant that the pacemaker (pm) was unable to be interrogated. The pm was not used and the physician completed the procedure with a different pm. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was confirmed. The device was received from the field communicating through inductive telemetry only due to unknown cause. After re-loading the device code normally, the pacemaker was interrogated under nominal conditions with load through rf telemetry without anomaly. Additionally, the device was tested under nominal, electrical, and mechanical settings and results confirmed normal functionality. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Despite extensive testing the rf telemetry anomaly could not be duplicated.